Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with failed battery test. The patient's blood glucose at the time of incident is unknown; however, the caller confirmed that the customer's blood glucose was very high. The customer inserted a new battery and the pump did not turn back on. The customer was asked to insert a whole new battery and to clean the battery compartment. No products were shipped or returned as of yet.